Event description:
Information received indicates the head panel is stuck in the raised position and cannot be lowered.

Manufacturer narrative:
The technician replaced both head section gas springs to repair the stretcher.